Manufacturer narrative:
The customer reported that the system failed to boot up. Further onsite evaluation of the device determined that the system actually could boot up, but that the actual problem was the motorized motions of the c-arm were not working. There was no report of a death, serious injury or reportable malfunction related to this complaint. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The position console pin of the interconnect cable connection was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up. No patient serious injury or death was reported related to this event.